Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the screen became noisy, and the image returned to normal after replacing the ultrasound plug unit and the analog-digital cable, which was most likely traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service center identified that the screen became noisy, and the most probable cause was traced to a component failure. There was no patient involvement.